Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 419388 implantable pacing lead 2005 (B)(6); 507652 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) within four years and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.